Manufacturer narrative:
Of the 2 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a labeling issue. These reports were received from various sources. The patients associated with this allegation ranged from 33-69 years of age and between 150 and 150 pounds. Of the reported patients, 1 was male, 1 was female, and were unknown.